Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product was returned for investigation. An inflation and deflation test was performed. The failure mode was confirmed in the received sample. All manufacturing controls were found effective to detect the reported failure mode. A cut or tear of this magnitude at the time of manufacturing would have been detected during the inflate/deflate test and removed from the lot. The cut or tear condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
It was reported that a tracheostomy tube placed on approximately (B)(6) 2015. The inflation pressure was 20-30 ml. The tube was checked before insertion. The lubricant used to place the tube is "silcospray" and they used "protonsan" or "betadine" to clean the stoma area. The inner cannula was cleaned using soap and water. Ten days later, on (B)(6) 2015, a leak in the luer valve was visually detected, and the cuff balloon deflated. There is no report of serious injury or death associated with this event.